Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 192 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened act button dome switch. The insulin pump had keypad connector was fully locked. The insulin pump was minor scratches on lcd window.